Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing caused by the reduction of r wave and larger t wave during exercise. During an in clinic review, auto setup was run and it failed in al vectors, the alternate sensing vector looks very different to compared to implant. A review of device data noted that a there has been a change in morphology overtime. The physician decided to keep the device programmed at the alternate sensing vector and noted that smart pass could not be reenabled. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing caused by the reduction of r wave and larger t wave during exercise. During an in clinic review, auto setup was run and it failed in al vectors, the alternate sensing vector looks very different to compared to implant. A review of device data noted that a there has been a change in morphology overtime. The physician decided to keep the device programmed at the alternate sensing vector and noted that smart pass could not be reenabled. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted at an unspecified date. No additional adverse patient effects were reported. This product was not returned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing caused by the reduction of r wave and larger t wave during exercise. During an in clinic review, auto setup was run and it failed in al vectors, the alternate sensing vector looks very different to compared to implant. A review of device data noted that a there has been a change in morphology overtime. The physician decided to keep the device programmed at the alternate sensing vector and noted that smart pass could not be reenabled. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted at an unspecified date. No additional adverse patient effects were reported. This product was not returned. Additional information was received indicating the specific date of the explant. This product was not returned.